Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following injuries: respiratory problems, including type-1 related reactions, and mental and emotional distress. Sought medical attention on or about 9/24/97 and diagnosed with type 1 latex allergy.